Event description:
The customer reported that the (B)(4) monitor was damaged as the result of a fall. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the (B)(4) monitor was damaged as the result of a fall. No patient harm was reported. Philips is reporting this because, we have not yet received confirmation that this monitor was dropped by a user. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.